Event description:
Information received a smiths medical intubation/portex endotracheal tubes sacett had air leak. No patient injury occurred or was reported. (B)(6).

Manufacturer narrative:
Five photos was returned for analysis. In the fifth photo, the pilot balloon was incorrectly assembled. Additionally, one sample was returned in used conditions. The pilot balloon was found to incorrectly assembled. A leakage was found at the union between the pilot balloon and valve. It was found that the failure mode was related to how the users put it together. This was a use error. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.